Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for a scheduled generator change out procedure. Upon interrogation prior to the procedure, the right ventricular lead exhibited loss of capture. The patient was syncopal and cardiopulmonary resuscitation was performed. An external pacing system was used during the procedure and the lead was capped and replaced. The patient was stable following the procedure.